Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging loss of prime issues. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #2: date of submission 12/07/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 11/16/2016 with the following findings: a review of the black box from the date of the original complaint showed it to be overwritten and no alarms were observed related to the complaint. The rewind, load, and prime steps were performed successfully with no alarms. Force calibration testing was performed and passed. The pump was tested for 24 hours and no loss of primes occurred. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The product was changed from the pump to the 200 unit animas cartridge. No lot number is available for the cartridge. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.